Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the hvad pump (B)(6) and the controller (con404437) were not returned for evaluation. Log file analysis revealed a vad disconnect alarm logged on (B)(6) 2020 at 18:55:25, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller drop event and associated pulling of the driveline. An electrical fault alarm was logged on (B)(6) 2020 at 10:04:42 due to an open phase on the front stator, resulting in the pump running on a single stator. A vad disconnect alarm was then logged at 10:04:43 due to open phases on both stators; the alarm cleared at 10:04:48, after which the pump resumed running on both stators. As a result, the reported event was confirmed. Of note, it was reported that the alarms could not be replicated. Based on the available information, the most likely root cause of the vad disconnect alarm on (B)(6) 2020 can be attributed to the reported controller drop and driveline pull event, due to the handling of the device. Based on the risk documentation and the available information, the most likely root cause of the electrical fault alarm and vad disconnect alarm on (B)(6) 2020 can be attributed, but not limited, to a marginal driveline connection. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 serial or lot#: (B)(4) h6: FDA results code(s): 213 h6: FDA method code(s): 1198 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 14-nov-2018. Labeled for single use: no .(B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while exercising on a bike, the patient dropped their bag and caught it by the driveline and there was a driveline disconnect and alarm associated with a ventricular assist device (vad) disconnect. The driveline was reconnected immediately with no reported issues. The patient later went to the clinic and the controller exhibited an electrical fault alarm. The vad and controller remain in use. No patient complications have been reported as a result of this event.